Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted post implant. The valve was unable to completely expand due to calcium in the annulus. Subsequently, a non-medtronic transcatheter valve was inserted valve in valve. No adverse patient effects were reported.